Manufacturer narrative:
It was reported that several tips of the 6f 5.5 cm avanti sheath were falling apart when the physician was trying to cannulate the vessel. Three to four sheaths had to be used for one case. Additional information was received and there were no anomalies noted on any of the 6f sheaths when removed from the packaging, during prep, or any other time prior to the procedure. All of the problems were after the sheaths were inserted into the patient. During the case in which there were problems with the 6f sheaths (splitting or buckling), the physician switched to a 7f sheath. As far as excessive torqueing, one of the stated problems is that the tip is not as tapered as it originally was (blunter) and the physicians are having difficulty cannulating the patient¿s with the sheaths without extra force being applied. There were no kinks noted. The product was not returned for analysis. A lot number was not provided, therefore a device history record (DHR) review could not be performed. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that several tips of the 6f 5.5 cm avanti sheath were falling apart when the physician was trying to cannulate the vessel. Three to four sheath had to be use for one case.